Manufacturer narrative:
The investigation has determined that non-reproducible, falsely elevated vitros tropi es result was obtained from a patient sample when using vitros tropi es reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results, a vitros tropi es lot 2288 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2288 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, falsely elevated tropi result from a single patient sample when using vitros tropi es reagent on a vitros 5600 integrated system. Patient sample result of 0.315 ng/ml versus the expected result of <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was not reported from the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).